Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced infection at the ipg site. As such, the entire system was explanted to address the issue. The infection is being treated with oral antibiotics.